Event description:
Per circulating registered nurse, "instrument was placed in robot but was not used for surgery due to visibly seeing frayed cables and then immediately instrument was removed and tagged." Will be returned to manufacturer.